Event description:
Reporter indicated a vns therapy patient underwent incision and drainage in 2003. A month later, the vns therapy system was explanted. Cultures were positive for rare staphylococcus aureus. No reported manipulation or trauma. Review of manufacturer records confirmed sterility prior to shipment.

Manufacturer narrative:
Method code: device manufacturing records were reviewed. Results code: review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.